Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc determined that the operator of the dimension xpand plus with hm instrument drew vacuum on the sample probe cleaner tubing with his mouth. The customer did not swallow sample probe cleaner. The cause of the sample probe cleaner getting into the operator's mouth is user error. The ccc determined that there was no instrument malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported that the operator of a dimension xpand plus with hm instrument got sample probe cleaner in his mouth during instrument maintenance. There are no reports of the operator requiring medical treatment or adverse health consequences due to the operator getting sample probe cleaner in his mouth.